Event description:
Several patients lab values do not match suspect device results. One patient tested on suspect device and inr=3.0, lab 2.0 second patient, suspect device inr =3.8, lab 2.4. Control were stated to be within range. Patients were treated based off of lab results.